Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred and no trace of moisture damage was found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer explained that he had gone swimming with the insulin pump on. Blood glucose value was 200 mg/dl. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.